Event description:
It was reported a sudden increase of capture threshold and pacing lead impedance were observed. No lead anomalies were detected via diagnostic imaging. The lead was capped and replaced.

Manufacturer narrative:
A partial lead with the distal tip measuring 38.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received notes the lead was explanted for unrelated reasons.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.